Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2002. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, bleeding, and dyspareunia.

Manufacturer narrative:
It was reported that the patient underwent mesh revision, uretholysis, cystoscopy, periurethral endoscopy to space of retzius on (B)(6)2014 by dr. (B)(\6) at (B)(6). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced frequency and retention.

Manufacturer narrative:
(B)(4). Narrative: it was reported that following insertion the patient experienced chronic urinary incontinence and urgency.